Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power. Upon review, the reporter indicated that there was moisture visible behind the pump display screen however there was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: the pump battery compartment was noted to be cracked from the threads to the case seal but there was no noted moisture ingress inside the battery compartment. The pump was noted to have moisture visible behind the display screen lens. The pump powered on with functioning audible tones but the display screen remained blank and there was no vibration present. A pump leak test found that the pump casing was leaking. The pump was opened and evidence of moisture was observed throughout the pump.